Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 was previously filed under a separate manufacturer report number. Attachment: article.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, there was difficulty with one of the two pre-placed prostyle devices. It took time for insertion and removal of the device; however, the sutures were successfully pre-placed. The sheath was upsized to a 24f sheath. When the mitraclip interventional procedure was started, thrombus was noted inside the right atrium; therefore the mitraclip procedure was abandoned. Hemostasis was achieved with the pre-placed prostyle sutures. There was a clinically significant delay in the procedure and hospitalization was prolonged as the mitraclip procedure had to be postponed. Thrombolysis was performed using heparin and warfarin. The physician commented that it took more time than expected for suture placement using pre-close technique; therefore, it is possible that the thrombus occurred at the puncture site during insertion/removal of the device. Additional information and clarification of the event was received through an article. It was confirmed through the article that the sutures were not successfully placed and reportedly, a cuff miss [suture retrieval issue] was noticed with both prostyle devices. The thrombus was noted prior to puncturing the inter-arterial septum and hemostasis was ultimately achieved with z-plasty [surgical suture]. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of thrombosis is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.